Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2009. Currently the patient is being monitored due to pain, elevated metal ions, osteolysis, armd, wear and cyst/pseudotumor formation.

Manufacturer narrative:
Additional information and documents for this case were received. As soon as investigation results are available, an MDR fu report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was now reported, that the patient was implanted a metasul durom, component for acetabulum, uncemented, 50¸ 44, code j on the right side on (B)(6) 2009. Currently, the patient is being monitored due to pain, elevated metal ions, osteolysis, armd, wear and cyst/pseudotumor formation.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. According to the received information a hip total endoprosthesis was implanted on the right side due to coxarthrosis on (B)(6), 2009 by dr. (B)(6) at (B)(6). The patient is alleging pain and symptoms including reaction to implant material, elevated co/cr levels, osteolysis, fluid-filled cyst and pseudotumor. She claims financial compensation for the revision of the components which should take place in ireland. Based on the available information, it is unknown if the components were already revised. Therefore, zimmer biomet could not perform the investigation of the devices as they were not returned. According to the received documentation, it was stated that a durom cup size 50 was implanted together with a durom ldh size 44, short adapter and a hydroxyapatite (ha) ¿ coated avenir stem. However, no information, such as the patient stickers, that could confirm the implant type and size was provided. In the surgical report of implantation it is reported that durom cup is implanted with 45° inclination and 15° anteversion. The analysis of the x-ray five years after implantation shows an acetabular cup inclination of approximately 52° with no osteolysis or other structural bone lesions. Due to the lack of a complete x-ray follow-up it cannot be determined if the cup inclination changed over time in vivo. Additionally, a reliable analysis of the ante- or retroversion is not possible on planar x-rays and it cannot be verified if the cup was implanted in consistency with the surgical technique. According to the visit report dated (B)(6), 2014, dr. (B)(6) reports that the patient suspects of a problem with her mom hip replacement due to an internet search and that they have given to the patient solicitor¿s name. Several letters were sent from different medical doctors to the patient or patient¿s husband. The letters written by dr. (B)(6), which is the implantation surgeon from belgium, dated (B)(6) 2015 and (B)(6), 2015 reports that the patient probably presents an inflammatory reaction of pseudo-allergic type at its early stage and that complementary investigations are necessary. Further, it is mentioned that if a clinical sign is present the prosthesis will need to be changed. The letters written by dr. (B)(6) and dr. (B)(6), mention on (B)(6), 2015 that the co level found in the blood is toxic and on (B)(6) 2015 it is mentioned that the levels of cr and co are elevated and that MRI indicates fluid filled cystic swellings around the right hip area consistent with a pseudotumor formation, but no significant osteolysis visible on the CT scan. On (B)(6), 2015 it is also mentioned that the patient has a failing metal hip replacement and the recommendation is to remove the metal bearing part of the hip replacement to prevent further muscle and bone damage. The reported fluid accumulation outside the hip and the absence of bone damage in the sense of osteolysis is confirmed by the review of the available medical images. However, the cystic swellings being compatible with a pseudotumor and the radiological interpretation of alval type lesion cannot be confirmed as these are subjective interpretations and neither intra-articular findings nor tissue examination of the joint membrane showing massive accumulations of lymphocytes are made available. The ion values reported in the letters are without any unit of measurement and the result of the lab tests regarding the co and cr levels are not at hand. Thus the values cannot be confirmed. In a letter to the patient a cobalt value >5 is reported to be toxic according to dr. Neligan. This is a subjective assessment, which is not supported by literature data such as the available therapy algorithm of van der straeten et al., where co values in the blood of 4-10 g/l are considered moderate. Based on the current available data it cannot be established whether there are any patient related factors, such as in sufficient kidney function or the presence of another implant, which could have caused or contributed to the reported elevated metal ion levels. Mhra published an updated advice for follow-up of patients (mda/2017/018 issued: (B)(6)2017) which states there is no agreed threshold for whole blood values levels that either predict outcome, or mandates revision. Decisions to revise are influenced by patient factors, blood metal ion levels, image findings, and implant type and position. Blood metal level test are recommended in all patients having a mom hip replacement. Whole blood metal levels =7ppb (119 nmol/l cobalt or 134.5 nmol/l chromium) in one or both metals, indicates the need for closer follow-up and cross-sectional imaging (approximate conversion 1 ppb = 1 ¿g/l). Need for revision to be considered if imaging is abnormal and/or blood metal levels rising, and/or hip related clinical function / oxford hip score deteriorating. Based on the available information, the reason of the reported symptoms cannot be established based on current available data. The performance of any device depends on multiple factors including patient and/or surgical related factors. Therefore, the reported symptoms in itself does not imply the hip system was defects as it can be caused by factors beyond the hip system. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).